Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device couldn't open and close as usual and the mechanism broke during the procedure. The issue occurred during a bipolar cord occlusion (clamping) - intrauterine surgery. The procedure was prolonged greater than 30 minutes to obtain a new device and was then completed. It was reported the results of the procedure were "good". There were no reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Update to d9. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus and therefore the customer allegation was not confirmed. Based on the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.